Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood and contrast in the lumen of the device. The shaft, balloon and tip was examined. The balloon was loosely folded. There was a tear in the balloon material on the proximal end of the balloon. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2017. It was reported that crossing difficulty was encountered. The 75% stenosed, 15x1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.